Event description:
It was reported that the patient underwent a revision surgery of the left knee due to aseptic loosening and dislocation of mobile bearing. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products : oxf uni tib tray sz b lm PMA item# 154720 lot# 960970; oxf anat brg lt sm size 7 PMA item# 159544 lot# 299900. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00025 and 3002806535 - 2023 - 00033.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Radiographs were provided and reviewed by a radiologist. Significant findings include apparent femoral implant loosening and bearing dislocation with tibiofemoral subluxation as noted. Implant size appears appropriate and there is no radiographic evidence of trauma or injury. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.